Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection and erosion. The system was extracted to resolve the issue there were no additional adverse effects reported.